Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection, a cut on the patient line was found. Pressure test was performed for the rest of the set with no abnormality observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be a manufacturing issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a tube on a disposable set broke when the home patient removed the plastic that holds the tubing. The event occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.